Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after announcing and starting a lunch meal using prefilled fiasp with the ilet, the user experienced hypoglycemia with a lowest blood glucose of 60 mg/dl for a few minutes; the user had estimated 52 grams of carbohydrates and was advised that fluctuations can occur during the learning phase. Symptoms included no loss of consciousness, no dizziness, and no other adverse health effects. Outcomes included self-treatment with oral glucose tablets and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an undetermined cause for the hypoglycemia with no device alerts or alarms reported. It was concluded that the event represented hypoglycemia of unclear cause with resolution after oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.